Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and cleaned and lubricated the pca guide shafts. The pca alignment was verified. The instrument was tested without further problem, and returned to service.